Manufacturer narrative:
(B)(4). Batch # p9381h. Device analysis: the 5dcs instrument was returned with the end effector damaged. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported event, the instrument was functionally tested and was confirmed that the end effector did not close properly due to the damaged found. No conclusion could be reached as to what may have caused the end effector damaged. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the packaging process. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic ileus procedure, the jaws became not to close after 10 minutes of consecutive use. The device was removed from the patient along with the trocar. The device was used on jejunum. Another device was used to complete the case. There were no adverse consequences to the patient.